Event description:
Dacarbazine had approximately 6-10 drips left in bag when rn noticed alaris pump pulling from primary bag instead of secondary bag. Did not appear fluid from primary bag was going up to secondary. When primary line pinched, secondary bag started to drip again. Able to finish treatment within appropriate infusion time. FDA safety report ID# (B)(4).